Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek and thermoform.

Event description:
Healthcare professional reported "tyvek or thermoform sticking" for unknown side. The device status is unknown.